Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred. Additionally, an o-ring was on the pneumatic tap. There was no adverse impact to customer's blood glucose. The cartridge was replaced and the issue was resolved.